Manufacturer narrative:
Pump analysis results revealed no anomaly. Catheter analysis results revealed a user-related hole in the catheter body. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-28, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving gablofen 1000mcg/ml at 101 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. The patient¿s medical history and concomitant mediations were unknown. On either (B)(6) 2016, the patient experienced a ¿nasty fall.¿ on (B)(6) 2016, a refill was done. On (B)(6) 2016, the patient experienced symptoms of her spasticity returning. Catheter access port (cap) aspiration was done, but the details were not reported. Upon investigating the pump and catheter, the care team decided it would be best to replace the entire system. On (B)(6) 2016, the system was replaced. As of (B)(6) 2016, the event had resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.